Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported that she took herself to the hospital for heart related issues. Patient was admitted. Patient reported that hospitalization was not dexcom or diabetes related. Patient reported being discharged from the hospital on (B)(6) 2015. At the time of contact, patient reported current condition as good. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of cardiac related complications. The reported event cannot be confirmed. The root cause cannot be determined.